Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had vaginal pain, persistent genital arousal and pain and they did not feel this was helping any. On (B)(6) 2019 it was reported that the patient was currently in the hospital. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.